Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Two stoppers were observed in the hemogard closure. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "during centrifugation, a rubber stopper was popping out. When the hcp checked the product, there were two stoppers for the complaint tube."